Event description:
Duringbaxter's functional testing of a spectrum pump, the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm caused by a loose upper link screw. The link screws were replaced.